Event description:
While performing a central line dressing change. When cracking mastisol in the dressing change kit to activate to apply, the vial completely shattered in my hand, mastisol was disposed, sterile gloves were changed, dressing was placed.